Event description:
It was reported that the patient passed away. The cause of death was reported to be suspected sepsis, pneumonia, and acute respiratory failure. Whether the death was device or therapy related was unknown and the pump was not explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events of infection, sepsis, respiratory failure, as well as the subsequent patient outcome could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) , including packaging and sterility records, were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C, is currently available. Section 1, ¿introduction¿, lists infection, sepsis, respiratory failure, and death as adverse events that may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿, provides care instructions in reference to preventing infection. Additionally, this document provides suggested responses in the event of infection. The heartmate 3 lvas patient handbook, rev. D, is also currently available. This document provides care instructions in regard to preventing infection in several sections. No further information was provided. The manufacturer is closing the file on this event.